Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient was admitted to the hospital due to tremors, 160 heart rate and terrible pain. The caller stated that they ruled out seizures, sepsis and all labs so far they confirmed normal white count/negative. It was reported that the patient was put on antibiotics and the hcp was waiting for additional culture results. The caller requested that a device manufacturer representative be present to interrogate the device. No further complications have been reported as a result of this event.